Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu, (lot # n6b1065y) sigphandle, sig power sigphandle handle, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the firing was interrupted at the beginning, it was also difficult to retract the knife blade and the device was locked on tissue. Additionally, at the onset of the cartridge firing sequence, when the error occurred, the following information was displayed on the screen: within the powered stapler block, the status appeared in green; within the adapter block, it appeared in black with a green border; and within the cartridge block, a cartridge icon was displayed alongside a yellow triangle containing a symbol indicating that the tissue had dried out, thereby necessitating manual suturing using the device. The surgeon was compelled to perform a tissue resection on the bronchus, larger than necessary in order to remove the load and adapter, which led to extended surgical time of more than three hours.